Event description:
A malfunction alarm for code "malf 9" was reported, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by the customer administering a correction bolus through the pump and performing multiple daily injections. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the issue reappeared.